Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt's front therapy electrode was missing and the r1 rear therapy electrode was pulled from the strain relief at the therapy electrode. The root cause for the damaged therapy electrodes was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.